Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this investigation. Due to patient¿s privacy and hospitals general data protection regulation (gdpr) rules no further information was provided. Device was not explanted and will not return for evaluation. The relevant sections of the device history records for mlp-027796 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The death was not considered to be device related and the device operated as expected. Further information could not be provided due to the hospital's patient privacy laws.